Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a total knee arthroplasty; when the nurse peeled the outer tyvek sheet, the inner tyvek was also peeled with the outer one.

Manufacturer narrative:
Additional information: expiration date. Corrected data: returned to manufacturer on; device evaluated by mfg, manufacturing date. An event regarding the inner blister tyvek lid being stuck to the outer blister tyvek lid involving a trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: visual evaluation of the returned device packaging confirmed that the inner tyvek sheet was stuck to the outer tyvek sheet. -medical records received and evaluation: not performed as patient information is not relevant to the reported event and no patient information was provided for review. -device history review: a device history review indicated that all devices were accepted into final stock with no reported discrepancies. -complaint history review: a complaint history review indicated that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the inner blister tyvek sheet being stuck to the outer blister tyvek sheet was caused by a known packaging issue. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
It was reported that during a total knee arthroplasty; when the nurse peeled the outer tyvek sheet, the inner tyvek was also peeled with the outer one.